Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue with failing pre-use check test has been confirmed during evaluation of the received problem description and service report. There is no other information from customer to confirm how or if the issue has been resolved. H3 other text : 4117, 4114.

Event description:
Manufacturer's ref. #: (B)(4).